Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction did not recur.